Manufacturer narrative:
The actual device was not returned to the for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Product specific trending for the past three years shows there has been 5 similar reports.

Event description:
The user facility reported that an 6f angioseal was deployed on patient per IFU. The patient returned two days post procedure with a large hematoma. It was reported that the doctor felt that device had failed which led to bleed. Basic treatment was applied to remedy hematoma, no surgical intervention was required. The procedure was completed normally.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.